Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that the patient's spouse called in for MRI eligibility information for an MRI the patient was having at 11 am that day (B)(6)2022. They stated the patient had not used the implant since (B)(6) 2021, so the implant was not charged. They were advised that in order to determine MRI eligibility, the caller would have to charge the external devices and the implant (at least up to 30%), to place the implant in MRI mode to see the patient's eligibility. The caller stated their healthcare provider (hcp) had told them since the implant was off, they would not need to worry about the implant or the external equipment any more. The manufacturer help line educated the caller and asked why the patient had stopped using the implant. The caller reported that since the patient was implanted on (B)(6)2020, the therapy had not helped the patient's bladder control. The caller stated that the patient actually went into "overactive bladder mode," and that the caller had to do in-and-out catheterization of the patient. The caller stated the patient had also been "peeing all over" themselves, and on (B)(6)2021, the patient was hospitalized with a "terrible" bladder infection (no allegation related to device/therapy). That was when the hcp had told the caller to not use the device anymore. The caller stated the patient was released from the hospital, and that the caller had to continue in-and-out catheterization until the patient had a suprapubic tubing catheter placed in (B)(6)2021. Since the patient's hospitalization, the patient no longer used the implant. The caller also stated they did not have to catheterize the patient until after the implant. The caller was advised to charge all the external equipment, and to call back if they needed assistance with charging and/or checking the patient's MRI eligibility. The caller initially stated they spoke with someone about not needing the external devices anymore, and when asked if the caller had spoken to the manufacturer about the external devices or the patient's symptom, the caller said they did not know.